Event description:
During a surgical procedure, the pilling light source started smoking. The light was immediately unplugged and removed from service. Biomedical engineering was called and the light was brought to their department. The biomedical engineer examined the light and determined that it was damaged beyond repair and also too old (> 25 years old). The light was disposed. There was no injury to the patient or staff.